Manufacturer narrative:
(B)(4). Physio-control replaced the biphasic pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
It was reported that the device logged event codes in the memory. Physio-control evaluated the device and found that it would not charge defibrillation energy. There was no patient use associated with the event.